Event description:
A customer reported that their pump declared an altitude alarm 21. The customer¿s blood glucose level did not exceed 500 mg/dl, and it was reported at a normal range. Technical support decided to replace the pump, though the customer indicated they would continue using the current pump temporarily and consult with their healthcare provider for backup therapy.